Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was repositioned in the same pocket, resolving the issue.

Event description:
Additional information revealed that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was repositioned.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg being too close to the skin surface. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.